Event description:
Per the clinic, (B)(6) 2024 the patient initially was seen for mild swelling and tenderness over implant side (specific date not reported). The patient was hospitalized for 48 hours and was treated with antibiotics (specific date and type and duration not reported). The symptoms improved and following discharge, the patient was prescribed with oral antibiotics for 2 weeks (specific date not reported). Subsequently, the patient presented with inferior wound swelling and abscess formation (specific date not reported) during observation on (B)(6) 2024. The patient was admitted and underwent an aspiration procedure and received IV antibiotics for two days (specific date not reported). The symptoms improved and the patient was discharged with oral antibiotics for duration of ten days (specific date not reported). At a later time, the patient developed acute otitis media and was treated with intravenous antibiotics for three days, followed by oral antibiotics upon discharge (specific date and duration not reported). Few months later, the patient was seen on (B)(6) 2024 for constant swelling at lower part of incision site (specific date not reported). The patient was admitted and the hypertrophic scar was excised and closed at skin level, revealing granulation. The patient was seen on (B)(6) for reoccurrence of swelling at inferior incision site. Subsequently, the patient was admitted and underwent revision surgery (specific date not reported), during which, the skin was excised and the granulations surrounding electrodes was cleaned, and a tract was dissected an irrigated with antibiotics and steroid. Following, the patient was discharged with oral antibiotics (specific date and duration not reported). After a year, on (B)(6) 2026, the patient was seen for wound swelling at implant site (specific date not reported). The patient was subsequently hospitalized and underwent exploration procedure on (B)(6) 2026, during which the swelling removed and purulent discharge, granulation and biofilm-like material observed. The site was cleaned, and a antibiotic wash was performed. The patient was administered with antibiotics (specific date, type and duration not reported) and on (B)(6) 2026, the patient was administered with another type of antibiotics (type and duration ot reported). The patient is still hospitalized and the symptoms persisted. The implanted device remains.